Event description:
This is a spontaneous report by a nurse from the USA of patient who made a mistake/ touch contamination and peritonitis with culture positive for (B)(6) in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter's customer service, it was reported that the patient made a mistake/ touch contamination (date of onset not reported). On (B)(6) 2010, the patient developed peritonitis and was hospitalized the same day. Treatment for the events were not reported. On an unreported date, dianeal pd4 ambuflex, dianeal pd4 ultrabag and extraneal viaflex therapies were withdrawn. The outcomes for the events were unknown at the time of reporting. Per the nurse, the event of patient made a mistake/ touch contamination and peritonitis with culture positive for (B)(6) was not related to dianeal pd4 ambuflex, dianeal pd4 ultrabag and extraneal viaflex therapies.

Manufacturer narrative:
(B)(4). A batch review was performed for suspect lot number(s) h10h05075 with no defects noted. The cause of the peritonitis was determined to be use error-poor aseptic technique. The label review found the labeling adequate for the use error in this complaint. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 4 involved in this peritonitis event. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.